Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issue existed that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint could not be determined.

Event description:
It was reported that during preparation for a cryoplasty procedure the packaging was already open when they went to open the device. The box of the inflation unit was sealed, but when they opened the box to remove the inflation unit, the inner packaging was partially unsealed. There were no patient complications. The procedure was completed with another of the same device.